Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that pacemaker exhibited far field oversensing noted on the presenting electrogram (egm). Technical services (ts) reviewed and provided assistance. This device remains in service. No adverse patient effects were reported.